Event description:
Boston scientific received information that this product was part of a system revision due to infection. The physician had difficulty removing this right ventricular (rv) lead coils due to tissue ingrowth. There were no additional adverse effects reported. The product was surgically abandoned.

Event description:
Additional information from the field representative that this right ventricular (rv) lead did not get involved with the infected surgical scar that did not heal and also indicated that this patient's infected scar developed into a gaping hole wherein device and lead can be seen but there was no signs of vegetation of device and leads in the heart area. The device and lead were extracted to allow faster healing of infected wound. Rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.